Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. Noise was noted on the atrial lead. The clinic mentioned that they have been watching the noise for over 1 year, so it is been known atrial lead noise that they are just monitoring and decided to leave the lead in place. The patient has not had any adverse events and is stable.